Event description:
The pump went dry and the had not been working.

Event description:
It was reported that the patient's catheter dislodged from the spine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the patient, just prior to the catheter dislodgement/migration, the patient was not feeling well; "her surgery was the next day". An x-ray showed that because of the catheter dislodged/migrated, the drugs were being distributed into the surrounding tissue. The drug pump didn't help the patient therapeutically. The patient was on a low dose. Originally she was at "1200mg", after the surgical correction of the catheter, she was placed on a higher dosage of "500 mg".

Event description:
Additional information later noted that the patient's catheter had not dislodged. Drug delivered via the device was lioresal.